Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the sensor was inserted, the patient experienced a sensor error. The patient lost consciousness but there was no information documented about the event. There is no information about the medical intervention nor the treatment received. Although follow up attempts were made to gather additional information, contact was unsuccessful. Data was provided for investigation but does not reflect the full investigation window. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.